Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
-A manufacturer representative later reported on 2016-aug-27 that the patient still had trouble with the charger. Follow-up has been conducted to determine issues of the charger, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found bent connector pins on the cable assembly. (B)(4).

Event description:
The patient reported that they couldn't get their implantable neurostimulator (ins) recharger to charge their ins. The recharger wouldn't turn on, and tried different outlets and did a hard reset. The patient's ins had completely depleted and had no stimulation. The connector pin was bent. The green light was on the desktop charger and the white arrows matched up. Nothing came on the screen. A replacement desktop charger was sent. The ins was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.